Event description:
It was reported that the device was undersensing fine atrial fibrillation (af) and this right atrial (ra) lead exhibited high, out-of-range pace impedance measurements of greater than 2000 ohms. The patient has also reported feeling vibrations from their chest. The device and lead remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).